Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentrations and doses unknown) via an implanted pump for intractable spasticity. It was reported the patient was leaning forward at a table for a couple of hours (about a week ago in (B)(6) 2019) and the pump seemed to be bumping into a rib causing the patient pain as a result of leaning into it. The patient was redirected to the healthcare provider (hcp) to have the pump site checked if the pain continued. The event date was (B)(6) 2019 (month and year valid). No further complications were reported/anticipated or expected. Additional information was received from a consumer on 2020-mar-06. Regarding the diagnostics/troubleshooting performed related to the pump bumping into the hip, it was noted that it seemed to be mechanical and the device pinched up against the rib cage. The issue self resolved and the pump seemed to have slipped back into its pocket.